Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reports: in 2007 - the patient underwent a hernia repair procedure with implant of a non-recalled composix kugel mesh patch. In 2008 - the patient had the mesh patch explanted, which was noted to have become dislodged and migrated into the lower part of the incision and had many adhesions. Another non-recalled composix kugel mesh patch was implanted to repair the hernia. The patient continued to experience abdominal pain and discomfort.